Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply will be replaced to address the issue. During the evaluation of the device, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board will be replaced to address the issue. Device has been evaluated, but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator's power supply was defective. There was no harm or injury reported.